Event description:
A customer reported that as a result of self-dosing with insulin based on the reading he obtained on their meter that was higher than how he felt, he lost consciousness. He reported this medical episode occurred in bulgaria where he was treated at the local hospital with unknown intravenous solution. No more additional information about diagnosis and treatment is available. There was no report of death or permanent impairment.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.